Event description:
While using a byte day aligners, patient reported the front left tooth is lower than the rest of the teeth. There is intrusion to the teeth next to tooth #25 and tooth #25 does look like it has a possible intrusion. Requesting information and photos and seeing if patient is ready for upper retainer.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.